Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that freestyle libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was conducted for the reported complaint and libre sensors, no trends were identified that would indicate any product related issues. The user reported receiving replace sensor error message displayed on the app for five sensors. Attempted to replicate the reported issue with the similar configuration but unable to replicate the reported complaint and the system functioned as intended. There were no issues identified with the freestyle libre 3 app during replication that would have led to the reported issue. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted. Upon extended investigation, it was determined that the serial number provided by the customer ((B)(6)) and previously reported to the FDA was not a valid serial number. Therefore, section d4 was updated to unk.

Event description:
A "replace sensor" error message was reported with the adc device in use with motorola moto g 5g phone with an android 12 operating system with software version 3.5.1.10363 and customer was unable to obtain readings. As a result, customer experienced a loss of consciousness and was unable to self-treat, requiring a healthcare professional administration of intravenous glucose for hypoglycemia treatment. There was no report of death or permanent impairment associated with this event.

Event description:
A "replace sensor" error message was reported with the adc device in use with motorola moto g 5g phone with an android 12 operating system with software version 3.5.1.10363 and customer was unable to obtain readings. As a result, customer experienced a loss of consciousness and was unable to self-treat, requiring a healthcare professional administration of intravenous glucose for hypoglycemia treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) was returned and investigated. Visual inspection was performed on the returned sensor, no issues were observed. Data was extracted using approved software, and extraction was successful. No abnormalities were observed with the sensors data. Therefore issue is not confirmed. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A "replace sensor" error message was reported with the adc device and customer was unable to obtain readings. As a result, customer experienced a loss of consciousness and was unable to self-treat, requiring a healthcare professional administration of intravenous glucose for hypoglycemia treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.